Manufacturer narrative:
A ge service rep performed an onsite investigation. The system hard drive was reloaded/reformatted and cal/cfg files were restored. The system was then found to be operating as intended.

Event description:
Customer reported the screen freezes up. No pt injury was reported.